Manufacturer narrative:
The abbott field service representative (fsr) inspected the instrument and found a component on the circuit board, pipettor pumps controller had melted. The fsr replaced the circuit board, pipettor pumps controller which resolved the issue. The circuit board, pipettor pumps controller was determined to be the likely cause. There was no fire or injury to personnel reported. The charred components were limited to the circuit board, pipettor pumps controller and the charring did not spread to other parts of the instrument. An instrument service history review revealed no additional service tickets associated with smoke/ melted component documented. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the immunoassay systems did not identify any trends related to the alinity I system, likely cause part, or current issue described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module serial number (B)(6) or the circuit board, pipettor pumps controller were identified.

Event description:
The customer reported ethernet error occurring on the alinity I processing module. The field service representative (fsr) was onsite at the time and troubleshot the issue. While troubleshooting, additionally errors were observed (3474 trigger check error and 1271 an exception occurred when executing a script). The fsr discovered a component on the pipettor pump control board was melted. The fsr replaced the part to resolve the issue. There was no injury to the user reported. There was no impact to patient management reported.